Event description:
Pt had surgery on left shoulder. Following surgery, he was fitted with an arm sling and swath. Three to four days following the surgery, he noticed a rash and hives around his left arm and back. The pt required treatment with antihistamines for a period of 10 days in order for the rash and hives to clear.